Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received for evaluation at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "doctor in (B)(6) hospital found the cuff leakage prior to use on patient during test." No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a brownish/yellowish stain on the device. The blue bronchial and clear tracheal cuffs were then inflated to 25mbar with a calibrated endotest. The blue cuff could be inflated and deflated without any difficulties while the tracheal cuff did not maintain pressure. The sample was then immersed in water with air injected into the cuffs. No air bubbles were observed coming from the blue cuff; however, air bubbles were seen coming from the clear cuff. The clear cuff was observed under magnification and two marks were observed. One was a cut mark and one was a stretch mark. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed the reported complaint was confirmed. A 100% inspection is conducted at the manufacturing facility; thus any leakage would be detected prior to release. It was reported by the customer that the alleged defect was found prior to use; however, there were brownish and yellowish stains observed on the returned sample indicating the product was used. (Con't) other remarks: it is most likely that the failure was induced during handling by the user; although this could not be confirmed. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges "doctor in xiangya hospital found the cuff leakage prior to use on patient during test." No patient involvement was reported.